Event description:
It was reported that this right ventricular (rv) lead was part of a system explant due to infection. A new device system was successfully implanted. No additional adverse patient effects noted. Additional information was received which indicated the pacemaker had eroded through the device pocket. Upon explant of this right ventricular (rv) lead, right atrial (ra) lead and pacemaker, a temporary pacemaker and lead was placed to continue therapy during the course of antibiotics. Subsequently, new leads and permanent pacemaker were successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This lead has been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system explant due to infection. A new device system was successfully implanted. No additional adverse patient effects noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system explant due to infection. A new device system was successfully implanted. No additional adverse patient effects noted. Device system is unavailable for return.